Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The driven ground wire was open. The broken driven ground wire caused the therapy electrodes (te) to have no ground signal going to them. This caused the "check bel" messages. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown but is likely due to strain placed on the cable during patient use. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
The nurse of a male patient contacted lifecor customer support to report that the device was alarming "check belt -- see manual" over and over again. She has tried lotion on the electrodes and has checked the vest multiple times for proper electrode and the pad placement. Support requested a download and the download revealed equal falloff on all channels. The nurse stated that the garment was fitting fine and that the patient did not lose any weight. She also stated that it was washed in the last few days. The nurse transferred to patient to the hospital since she could not stand the alarms. The hospital could do nothing for the patient and sent him back to the nursing facility. The lifecor territory manager (tm) went to the patient and exchanged the electrode belt.